Manufacturer narrative:
This medwatch is for patient #1. Reference medwatch with a1 patient identifier for patient #2.

Event description:
The caller reports that patient #1 was tested and the caregiver obtained 119mg/dl on the accu-chek inform meter and obtained a 47 mg/dl lab result. The patient was given 45 units of nph insulin based on the meter result. The patient became hypoglycemic and was treated with oj. New system sent to customer and return requested.